Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No unexpected restart alarm noted and the device passed the unexpected restart test. The device was received with no moisture damage on the electronics, motor, vibrator and battery tube assembly. It also had a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the he went swimming with the insulin pump and the buttons became unresponsive and every time he inserted the battery it would alarm unexpected restart. Blood glucose value was 105 mg/dl. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.